Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onxy rx coronary drug eluting stent to treat a lesion. The device was inspected prior to use. Resistance was not encountered when initially inserting and excessive force was not used. It is reported that the stent could not cross the lesion and got bent, therefore the stent was unable to be re-inserted through the guide. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.